Event description:
During the baxter's device evaluation, the pump was observed to have a stuck 3rd soft key causing the pump to be inoperable. The customer stated that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter's evaluation found all keys inoperable except the 1st, 2nd, and 4th soft key caused by a failed keypad. It was observed that when pressing any of the operable keys an automatic output of the 3rd soft key will occur, interfering with the mdl drug search. This was caused by a failed keypad. The keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.